Manufacturer narrative:
A f/u report will be filed when the quality investigation has been completed.

Event description:
It was reported that the remb sagittal saw displayed an overheating message on the console during a procedure. A back-up device was used to complete the procedure without pt or user injuries, and there were no adverse consequences.